Manufacturer narrative:
The device was returned to zoll medical corporation and the malfunction was duplicated; visual evaluation of the device found damage consistent with tampering. Device has not been serviced by zoll since 2007. The device was repaired and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to ventilate a patient (age & gender unknown) the device continued to lose air pressure. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.